Manufacturer narrative:
(B)(4).

Event description:
Anvil was left inside the pt. Re-operation because orvil was left inside stomach pouch. Anvil fell into the pt's cavity. Device fragment was left in the pt but was later retrieved.